Event description:
Tnkase 50mg kit contains tnkase powder, alcohol wipette, syringe and "dual cannulas". Expiration date shows earliest expiration which is abbott's sterile water for injection not tnkase which is a year later.